Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received black screen while taking a shower. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with flashing medtronic logo due to moisture damage on the electronic assembly. Blank display not confirmed. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Device received with scratched case. Pump received with cracked case on the back at the battery tube area. Device received with pillowing keypad overlay.